Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a broken sensor wire. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.